Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that she had an infection in her back when she did the trial in 2013 and that "it felt like a jackhammer" in her legs and she could not take it. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she did not move on to the implant. She did not care for the feeling of the stimulation from the device when it was turned up far enough for her to feel stimulation. The doctor did try to adjust the stimulation, but she did not like it. The infection was caused by the adhesive tape used during the trial. She was allergic to the tape and broke out all over her body from that. She went back to the doctor and was given another antibiotic that helped. The patient reported that it was a staph infection. She made it sound like the reaction she got from the tape turned into a staph infection because the doctor's office was dirty and the person who replaced the tape did not wear gloves. Everything resolved once the trial was over.